Manufacturer narrative:
Evaluation summary: the cause has not been identified. Repair information does not indicate that any parts were replaced that could be directly related to the blackout. Correction information: g4: premarket identification PMA/510(k). G6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h3: device evaluated.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax loaner video scope ec-3490li. In the event reported, it was stated that there was no video image. Additionally, the user stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. The event timing was in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4). The device is currently pending evaluation/investigation. A review of the service history indicates the device was routinely serviced at a pentax facility. On 13-oct-2021, a device history record (DHR) review for model ec-3490li, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 27dec2012 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.